Manufacturer narrative:
This report has been created, as this device has been identified during investigation on august 20, 2020. Concomitant medical products: sidus stem-free shoulder, humeral head, 42-15; item:01.04555.420; lot:2939567. Event description: it was reported that the patient was implanted with a sidus shoulder implant on (B)(6) 2019. Subsequently, during physical therapy on (B)(6) 2019 the patient felt a pop with a corresponding loss of motion and was taken to the emergency room for x-ray examination which revealed a disassociation of the humeral head and anchor. The patient underwent a revision surgery on (B)(6) 2019. Review of received data: x-rays: one undated x-ray has been received in pdf format with poor image contrast and light artefacts, hence overall image quality is very poor. Nevertheless, radiologically visible disassociated and migrated humeral head from the humeral anchor. Patient data: (B)(6)., female. Product evaluation: visual examination: the head shows some fine scratches on the articulation surface. On the anchor some bone attachments can be found, as well as some scratches on the taper surface. Otherwise, no considerable deteriorations, deformations or imperfections can be seen. Measurements: several measurements have been performed. All characteristics are within the defined specification. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing which could have contributed to the reported event. Conclusion: it was reported that the patient was implanted with a sidus shoulder implant on (B)(6) 2019. Subsequently, during physical therapy on (B)(6) 2019 the patient felt a pop with a corresponding loss of motion and was taken to the emergency room for x-ray examination which revealed a disassociation of the humeral head and anchor. The patient underwent a revision surgery on (B)(6) 2019. Based on the received x-ray the reported event can be confirmed. No product issue was identified during product evaluation. Except of one x-ray, no other medical records were received; therefore a detailed description of the reported event remains unknown. Patient factors that may have affected the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was in physical therapy and felt a pop with a corresponding loss of motion. The x-rays revealed dissociation. A revision surgery is planned.